Manufacturer narrative:
Section d-4 model number: a complete model number is unknown, as device serial number was not provided. Section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section e-1 reporter telephone number: (B)(6). Section h3-81: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient's operative eye. The iol was explanted in a secondary surgical procedure due a miscalculation error in biometry, resulting in suboptimal refractive outcome. Replacement lens information is unknown. The iol is not available to return. The doctor declined to comment on the matter, nor did she request the opening of a complaint process. Patient status was reported as fully recovered. No further information is available.